Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent fusion surgery on the lumbar region of his spine from vertebrae l5 to s1 using rhbmp-2/acs in a posterior surgical approach. The patient's post-operative period has been marked by increasingly severe lower back pain. Reportedly, a MRI scan taken 3 months 2 weeks post-op, showed osteophytic overgrowth extending into the foramen with foraminal narro wing at the level of the surgical site and the level above the surgical site. Four years post-op, the patient underwent surgery to remove bone cyst.